Event description:
Telemetry monitor showed ventricular tachycardia. The patient was not exhibiting any symptoms. Patient was placed on another telemetry box/adapter and was noted to be in normal sinus rhythm, (the same lead set was used).